Manufacturer narrative:
One medfusion 3500 pump was returned for analysis and many internal components were found to be damaged. There was check clutch/ plunger lever error in history. Flow and occlusion tests were performed. The reported issue was confirmed. The nut for the position pot tab was loose and not tightened down to factory spec of .002" as a likely result of impact to the pump by the customer. The technician tightened down the position pot tab nut to factory spec of .002 to resolve the issue. External and internal damage was repaired and the device passed testing.

Event description:
Information was received that the medfusion 3500 pump displayed a plunger error. There were no adverse events reported.